Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product serial number information was provided and thus a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in an arthro-hip surgery, the motor drive unit overheated and not operating later manually or with a pedal. A delay less or equal than 30 minutes were reported and the procedure was finished with a competitor device. No patient injury or other complications were reported.

Manufacturer narrative:
Additional information received: serial number updated.